Manufacturer narrative:
Batch review performed on 05 december 2017. Lot 165712: (B)(4) items manufactured and released on 10 november 2016. Expiration date: 2021-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5 reference 01.29.203 (k112115). Lot 170685: (B)(4) items manufactured and released on 23 may 2017. Expiration date: 2022-05-10 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in presenting with a hematoma. The surgeon revised the head and liner. The surgery was completed successfully.